Event description:
Customer reported the wig wag brake and lemo socket are damaged. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the lemo receptacle and the wig wag brake. System operates as intended.